Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Cts assisted caller in loading a new cartridge following proper load technique. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and no further information was given. The customer will contact cts if further assistance is needed.